Event description:
Report of death of fetus - 2183996-2011-02739. Pump educator reported the pt was hospitalized on (B)(6) 2011 with abdominal pains and elevated blood glucose. Pt was (B)(6) pregnant, and her blood glucose level was 240 mg/dl in the morning and 340 mg/dl at 12 pm. Pt went to her gynecologist and received an ultrasound, and it was found the heart rate of the fetus was very low. Pt was sent immediately to the hospital, and she was diagnosed with diabetic ketoacidosis, high levels of lactic acid, and her blood glucose was 390 mg/dl. Pt received a cesarean section, and the fetus was delivered deceased. Pt was admitted to the hospital in critical condition with a high fever. Pt was still in the hospital at the time of the report, and her condition was "better than yesterday." Physician reported the miscarriage was either due to the diabetic ketoacidosis or high levels of lactic acid. He performed blood tests and was awaiting the results. Physician also "checked" the infusion device and found no fault, and he believes the infusion set might have contributed to pt's hyperglycemia. Follow-up was completed, and the pt was going to be discharged from the hospital on (B)(6) 2011. Pump educator does not believe the hospitalization or miscarriage was due to pt's hyperglycemia or the infusion device, and they are still awaiting the blood test results. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.